Manufacturer narrative:
The device was returned to greatbatch medical for evaluation and the reported event was confirmed. The flexible wires of the device were distorted and twisted. Upon closer examination, it was observed that some, not all, of the wires had fractured just before the quick coupling adaptor. The device showed many signs of wear in the form of scratches, nicks and gouges throughout. A manufacturing review did not reveal any discrepancies. The instructions for use (IFU) recommend a maximum angle as well as a maximum torque at which the device should be used. As stated in the reported event, the surgeon believes he held the instrument at an angle in which the instrument twisted. This indicates that the angle in which the surgeon used this device was likely in excess of what is recommended per the instructions for use. No further investigation is required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the drill bit holder twisted. The surgeon believes he held the instrument at an angle in which the instrument twisted. The surgery was completed successfully. No adverse events were reported as a result of the malfunction.